Event description:
It was reported that this integrated programmer showed a display touch anomaly, the bottom half of the screen was frozen and the touch screen did not work. This product was taken out of service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional and baseline checks were completed. Visual analysis indicated an air ingress or water bubble on the touchscreen. The programmer was powered on and the logfile was downloaded; data review revealed that an error code was recorded but was not able to be replicated during the analysis. The reported touchscreen issue was validated for 1 hour, no anomalies were detected. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive. Benchtop testing was unable to reproduce the behavior. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.